Manufacturer narrative:
The account's technician evaluated the light and replaced the handle to resolve the issue. Our investigation has identified steps in the manufacturing process which can lead to the paint chipping. The damage to the painted surfaces usually does not develop suddenly but develops over time. The instructions for use state that the devices must be checked for proper condition prior to each use. Damaged devices must not be used. If damage to the surface coating is recognized and removed, there is no danger to the patient. The surface coating process has been updated to include additional testing and verification. Based on this information, no further action is required.

Event description:
The paint coating was found to be flaking from a trumpf medical surgical light lamp head. No injuries were reported.